Event description:
It was reported by service report that the siderail will not lock in place due to broken components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.